Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Additionally, it was reported that an occlusion alarm occurred. Tandem technical support (cts) assisted the customer with loading a new cartridge. The customer stated a 3.8 unit bolus was successfully able to be delivered. The customer's blood glucose level was 300 mg/dl.